Event description:
Lead was removed and replaced due to fracture. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection. The visual inspection showed abrasion marks on the insulation 4 cm distal to the df-1 connector pin. In this region the conductor cable leading to the rv shock coil was found fractured, which is assumed to be the root cause of the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Further damages such as cuts into the insulation (15 cm and 20 cm distal to the df-1 connector pin), a rv is-1 connector pin ruptured from the insulation and a stretched conductor cable, most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.